Event description:
It was reported by svc report that the fowler, thigh, and foot angles on footboard do not read zero degrees when all the way down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Footboard angle readings.